Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, not achieving paresthesia on the table, not performing an x-ray immediately after the procedure to confirm placement, and inadequate fixation have been ruled out as potential causes. Additionally, the patient having contraindicating conditions and no attempts to reprogram the transmitter have been ruled out. However, the device was implanted at the occipital nerve which is off-label use. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 6 "the freedom pns system is not intended to treat pain in the craniofacial region". The stimulator is used to treat pain. Although the cause of the "pop" sensation is unknown, the device was implanted at the occipital nerve which is off-label use (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.

Event description:
The patient reportedly felt a "pop" sensation and has since experienced pain and loss of therapy. The transmitter settings were changed and although the patient is still in some pain, the pain has reduced. The patient will follow-up with the implanting clinician for next steps and they are awaiting approval from their cardiologist for an explant procedure.